Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings: a visual inspection of the pump indicated a worn keypad, which was peeling at the down arrow keypad button. During testing, all keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts.